Event description:
It was reported that: "pt presented with shoulder pain." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 2004.

Manufacturer narrative:
The shoulder - off set humeral head 50mmx21mm; cat# 5352-5021; lot # unk was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. The x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.